Event description:
It was reported that the patient's right ventricular (rv) and right atrial (ra) leads were removed due to venous occlusion. The patient is to be re-stented and receive a new system at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The partial lead was returned in segments and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.